Event description:
It was reported that, this pacemaker exhibited undersensing of an ectopic ventricular beat, leading into overpacing and loss of capture (loc) due to the ventricle was already depolarized. The technical services (ts) discussed troubleshooting and reprogrammed options. This pacemaker remains in service. No adverse patient effects were reported.